Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed in and checked no icons on stations and was communicating fine and also confirmed with the customer that there were no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed station went to critical override and disconnected mode. The customer stated that they faced difficulties in access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.